Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Patient height reported as being (B)(6) inches. Unknown when device actually broke. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The nail broke postoperatively, and required additional surgical intervention to revise the construct. Device history records review was conducted. The report indicates that: 272.370s / 9879915, manufacturing site: (B)(4), manufacturing date: 30. Mar. 2016, expiry date: 01. Mar. 2026. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail (pfna), the nail is broken 2 months after implantation. Revision surgery performed. This complaint involves 1 part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 23, 2016 further reporting that as of that date, the patient is currently active but walks with difficulty.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient code was reported in initial medwatch #mw-(B)(4) for revision surgery due to reported event. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient height is 1m 65cm. Initial reporter: contact title. Reporting facility phone number is (B)(6). Evaluation result code was corrected and conclusion code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the nail (part number 272.370s, lot number 9879915). The subject device was returned with the complaint condition stating the nail broke postoperative at the distal locking hole. The complaint condition was confirmed. The measurable dimensions of the pfna nail were as far as possible checked and found to be in compliance with the technical drawings and the specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 (implants for surgery, wrought stainless steel). The fracture face is homogenous, which indicates material conformity. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the lot in question was manufactured with a lot size of (B)(4) pieces in march 2016 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.